Manufacturer narrative:
An event of stenosis in a valve necessitating valve-in-valve intervention 8.5 years after implant was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
Additional information received (B)(6): on (B)(6) 2011 a 23mm trifecta valve was implanted. On (B)(6) 2018, a valve in valve was performed due to severe aortic stenosis. The patient was reported to be in stable condition. No additional information will be provided.